Event description:
It was reported to philips that system was unable to power on. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. A review of the system logfile found that the system was not starting. Upon troubleshooting actions, fse identified that the f24 fuse and f14 fuse in mpdu were blown. To resolve the issue, fse replaced the f24 fuse and mpdu. After replacement, the system was returned to use in good working order.